Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded esc and act button on keypad trace. Insulin pump had minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the keys of the insulin pump are unresponsive. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.